Event description:
An ethicon endo-surgery harmonic ace harh36 malfunctioned during a surgical case and multiple attempts were made to resolve the issue. A new surgical system handpiece was opened to continue the original intended procedure.